Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and abdominal pain. The cause of peritonitis was unknown. Seven days prior to the event onset, the patient was hospitalized due to abdominal pain. Three days prior to the event onset, the patient was discharged from being hospitalized. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, every 5th day, ongoing), meropenem injection (1gm, everyday, ongoing) and amikacin injection (750mg, everyday, ongoing) for peritonitis. On an unknown date, the patient has recovered from abdominal pain. At the time of this report, the patient was recovering from cloudy fluid and peritonitis. Pd therapy was ongoing. No additional information is available.